Event description:
Same case as 2134265-2011-02668. It was reported that during a cryoplasty treatment procedure the catheter stuck on the wire and detached in the sheath. The lesion being treated was in the left brachial artery. The polarcath .014 4.0x150x150 was inserted over the .014 journey guidewire and inflated once, and then the balloon was taken out of the body. It was still on the guidewire before it was re-inserted into the body for the second inflation. With an non bsc introducer still in place an image was taken of the lesion zone. Upon removal after the second inflation the balloon got stuck on the wire. The physician pulled on the catheter and it broke in the non bsc sheath. Removed the sheath, catheter and wire. Placed a new sheath and they went back in with a different type balloon and completed successfully. No patient complications and the patient status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the catheter was received back missing the balloon. The guidewire is stuck in the catheter. There is blood on the outside of the unit. It was returned with introducer sheath. The guidewire was stuck in the guidewire lumen. The shaft has flattened sections about 960 mm from manifold strain relief. Sections near where the balloon was located are twisted. Cutting away the white shaft jacket find the thermocouple wire twisted and kinked. This kinking was possibly created while pulling on the catheter while it was stuck. The associated introducer returned with catheter has the proximal introducer section folded like an accordion. The full balloon was found trapped within this section of the introducer. None of the balloon remained in the patient. The introducer was cut into sections. The segments of the polar catheter balloon were removed from the sections easily. The proximal balloon segment was found with a folded or kinked section when the shaft would have been connected. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is use/user error. Per the dfu catheter removal states that 'if the balloon cannot be withdrawn through the sheath, remove the catheter as a unit'. (B)(4).